Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 250 mg/dl and 50 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer returned meter serial number (B)(4) and test strips lot 4500163608. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Similar readings to those reported were found in the meter memory; however, not within 10 minutes.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacturer date for the reported meter serial number is unknown. All pertinent information available to abbott diabetes care has been submitted.